Event description:
It was reported that the infusion set cannula was bent halfway through cannula, resulting in high blood glucose that was treated with an insulin pump on (b)(6)2026.

Manufacturer narrative:
(b)(4) / Initial 2 of 5.Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 8021545.